Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a fathom wire was detached and remained inside the patient. A fathom¿ -14 was used and advanced to the target lesion. During procedure, a the stainless steel segment of the wire was noted to be detached when the wire was removed and remained within the mediastinum. An attempt to retrieve the detached portion of the device was made using a unspecified goose neck snare, a non bsc snaring device and an unspecified pigtail catheter/wire combination but were unsuccessful. The procedure was completed with a different device. No further patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fathom wire was detached and remained inside the patient. A fathom -14 was used and advanced to the target lesion. During procedure, at the stainless steel segment of the wire was noted to be detached when the wire was removed and remained within the mediastinum. An attempt to retrieve the detached portion of the device was made using a unspecified goose neck snare, a non bsc snaring device and an unspecified pigtail catheter/wire combination but were unsuccessful. The procedure was completed with a different device. No further patient complications were reported and the patient's condition was stable.